Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between apr 1, 2021 and feb 16, 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to blurry vision. Another j&j lens of different model (zcu150) and lower diopter (14.5d) was used as the replacement. There was no patient injury and no other intervention was required. The patient's post-operative outcome was not available. No further information was provided.